Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It is reported that a tip for impactors was broken during surgery. The surgeon was repairing a hip fracture and while using the impactor to impact the plate into the patient, the plastic portion of the device broke off into the patient. The piece of the device was retrieved. There was no patient issue. A limited patient information was provided. The surgery was completed successfully with 30 seconds delay. This is report 1 of 1 for complaint (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by product development engineer. The report states that there are scratches and rub marks on the surface of the radel tip and metal shaft. A portion of the tip was broken off and was not returned with this complaint. The remaining end of the tip is damaged with displaced radel material, burrs, and gouges and scratched. The tip for dhs®/dcs® impactor for p/n 338.28 (part# 336.26, lot # 6127607) was returned with a complaint category of ¿broke during contouring¿ (1 piece each). The tip for the dhc/dcs is used in the dhs/dcs dynamic hip and condylar screw system during the plate insertion and seating of plate process (dhs/dcs dynamic hip and condylar screw system technique guide¿(B)(4)). The returned part was manufactured in february 2006 and is over 10 years old. Based on the deep gouges, burrs, and scratches where the tip broke, it is evident that this device has been used extensively. Based on complaint history review and a review of the returned product, the most probable root cause for breakage is that the product was mis-aligned with the plate on numerous occasions while being impacted with significant force. As a result of the repetitive hammering during the life of product, the product broke. It is important to note that step 11 of technique guide states to ¿gently seat the plate with the dhs/dcs impactor¿ (page 12, dhs/dcs dynamic hip and condylar screw system technique guide,(B)(4)). This is included in technique guide to ensure product does not get damaged by user technique. Lastly, a review of the most current revision of drawing (B)(4) was completed. The material and design are adequate for its intended use, and did not contribute to complaint. Therefore, this complaint is invalid from a product design standpoint. The chu reviewed the u.s. Complaint history beginning in 2006 to current to determine the number of complaints associated. For the tip for dhs/dcs impactor (part #336.26, lot # 6127607) the results showed complaints between january 2006 to current, the hazard has occurred 24 times. Based on u.s. Sales of the dhs lag screws january 2006 to current ((B)(4)), the occurrence rate is approximately .03%. Since the most probable root cause for failure is due to the tip of dhs/dcs for the impactor was mis-aligned with the plate on numerous occasions while being impacted with significant force, and not design related, this complaint is invalid from a product design standpoint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation was performed. The report states that there are scratches and rub marks on the surface of the radel tip and metal shaft. A portion of the tip was broken off and was not returned with this complaint. The remaining end of the tip is damaged with displaced radel material, burrs, gouges and scratched. The feature which was measured passed the specification. The hardness of this radel material cannot be checked, since the material is plastic not metal. The material composition itself cannot be checked with the niton analyzer but it has the appearance of other known radel parts and is grey in color. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system. Placeholder.